Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation outside the patient's body, it was noted that the device was locking at low speed and the rpm will not appear. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.